Manufacturer narrative:
The insulin pump had intermittent act and up arrow button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the up button was not working. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped, bumped and did not went through any magnetic field. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.